Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 7th july 2010 and performed all weekly self-tests up to the 26th december 2010. On the 2nd january 2011 the device failed the weekly self-test due to a low battery. On the 9th december 2012 the device failed another weekly auto self-test due to a low battery and was still in fault mode on the 18th june 2014. During this time an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly ten minutes duration were observed between the 25th september 2015 and the last log entry on the 2nd december 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the voltage fluctuation across the battery terminal pogo-pins was reduced enough to cause the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.